Event description:
Followup information was received which revealed that an x-ray was performed. An additional medical intervention was necessary.

Manufacturer narrative:
Additional information - b5, d4 (lot #), d9, h4, h5. Corrected data - h6 . Investigation results: visual investigation: the product arrived in a used condition. The investigation was carried out visually and microscopically with the digital microscope and the digital-camera. The visual inspection of the product was done and detected a broken off tip. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff771r - kerrison thin-ft 130dg-up 1mm 180mm. According to the complaint description,during spine procedure the tip of instrument broke. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).